Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿pain (explantation required)¿. The device involved corresponds to a ergonomix2 smoothsilk with qid, serial number (B)(6), catalog number e2sm 220q. Attempts to collect event details and clinical evidence were performed. DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected. Gel mixing: no deviation or abnormality detected. Primary packaging: no deviation or abnormality detected. Sterilization: no deviation or abnormality detected. Second sterilization round: no deviation or abnormality detected. Secondary packaging: no deviation or abnormality detected. Labeling: no deviation or abnormality detected. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. Literature reference: baker, j. L., & rocco, n. (2016). "Complications of breast augmentation: a review." Plastic and reconstructive surgery. This article discusses various complications related to breast implants, including pain, capsular contracture, and infection. Friedman, j. A., & cohen, s. M. (2017). "Breast implant-associated anaplastic large cell lymphoma: a review of the literature." Journal of plastic, reconstructive & aesthetic surgery. This review highlights potential complications, including chronic pain and the importance of monitoring patients post-implantation. Tada, m., et al. (2019). "Pain after breast augmentation: a systematic review." Aesthetic surgery journal. This systematic review analyzes the incidence and types of pain experienced by patients post-augmentation, with insights on factors contributing to pain. Spear, s. L., & stalder, m. W. (2019). "Aesthetic breast surgery: current practice and controversies." Plastic and reconstructive surgery. This publication addresses the various reasons for pain, including surgical technique and implant type. Meyer, j. E., et al. (2020). "Chronic pain after breast surgery: an underrecognized entity." Breast journal. This study emphasizes the prevalence of chronic pain following breast surgery, including augmentation, and discusses management strategies. Mansoori, p., et al. (2021). "Capsular contracture and pain in breast augmentation: a review of the literature." Aesthetic plastic surgery. This review focuses on capsular contracture as a common source of pain, discussing prevention and treatment options. Dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿because breast implant surgery is more often performed using general anesthesia, it is associated with the same risks as other invasive surgical procedures. After breast implant surgery, patients might experience swelling, hardness, discomfort, itching, bruising, twinges, and pain over the first few weeks. The undesirable side effects identified are detailed below. Most women undergoing augmentation or reconstruction with a mammary implant will experience post-operatory breast and/or chest pain. While this pain usually recedes in most women as they heal after surgery, it can become a chronic problem in other women. Hematoma, migration, infection, implants that are too large or capsular contracture can cause chronic pain. Sudden, severe pain may be associated with implant rupture. The surgeon should instruct the patient to immediately report if there is significant pain or if pain persists.¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health an internal investigation was generated. After analyzing the report, it was not possible to confirm the alleged event due to insufficient clinical evidence. Pain is considered a potential risk of the surgery as indicated in the product directions for use. Establishment labs will continue to monitor for similar complaints/trends.

Manufacturer narrative:
Quality department received a complaint from a customer, notifying ¿pain (explantation required)¿. The device involved corresponds to a ergonomix2 smoothsilk with qid, serial numbers (B)(6), catalog number e2sm 220q/e2sm 250q. Attempts to collect event details and clinical evidence are being performed. DHR review: a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected. Gel mixing: no deviation or abnormality detected. Primary packaging: no deviation or abnormality detected. Sterilization: no deviation or abnormality detected. Second sterilization round: no deviation or abnormality detected. Secondary packaging: no deviation or abnormality detected. Labeling: no deviation or abnormality detected. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. Literature reference: baker, j. L., & rocco, n. (2016). "Complications of breast augmentation: a review." Plastic and reconstructive surgery. This article discusses various complications related to breast implants, including pain, capsular contracture, and infection. Friedman, j. A., & cohen, s. M. (2017). "Breast implant-associated anaplastic large cell lymphoma: a review of the literature." Journal of plastic, reconstructive & aesthetic surgery. This review highlights potential complications, including chronic pain and the importance of monitoring patients post-implantation. Tada, m., et al. (2019). "Pain after breast augmentation: a systematic review." Aesthetic surgery journal. This systematic review analyzes the incidence and types of pain experienced by patients post-augmentation, with insights on factors contributing to pain. Spear, s. L., & stalder, m. W. (2019). "Aesthetic breast surgery: current practice and controversies." Plastic and reconstructive surgery. This publication addresses the various reasons for pain, including surgical technique and implant type. Meyer, j. E., et al. (2020). "Chronic pain after breast surgery: an underrecognized entity." Breast journal. This study emphasizes the prevalence of chronic pain following breast surgery, including augmentation, and discusses management strategies. Mansoori, p., et al. (2021). "Capsular contracture and pain in breast augmentation: a review of the literature." Aesthetic plastic surgery. This review focuses on capsular contracture as a common source of pain, discussing prevention and treatment options. Dfu review: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿because breast implant surgery is more often performed using general anesthesia, it is associated with the same risks as other invasive surgical procedures. After breast implant surgery, patients might experience swelling, hardness, discomfort, itching, bruising, twinges, and pain over the first few weeks. The undesirable side effects identified are detailed below. Most women undergoing augmentation or reconstruction with a mammary implant will experience post-operatory breast and/or chest pain. While this pain usually recedes in most women as they heal after surgery, it can become a chronic problem in other women. Hematoma, migration, infection, implants that are too large or capsular contracture can cause chronic pain. Sudden, severe pain may be associated with implant rupture. The surgeon should instruct the patient to immediately report if there is significant pain or if pain persists.¿ per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Pain is considered a potential risk of the surgery as indicated in the product directions for use. -establishment labs will continue to monitor for similar complaints/trends.

Event description:
Event: pain (explantation required). Description: "severe pain, want to remove the implants".